Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, a cartridge change error occurred with multiple cartridges. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 213-220 mg/dl.